Manufacturer narrative:
Date of event: (B)(6) 2020 date of report: 16dec2020.

Event description:
The customer reported a ventilator that an alarm led failure sounded. The unit was not in use on a patient at the time of the reported event.

Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. The device was evaluated by the customer and the international philips field service engineer (fse). The fse confirmed the reported issue via operational check and via the event log. The fse replaced the power switch overlay. The unit was functionally tested and successfully passed. The unit was returned to service. No other abnormality was observed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.